Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. The physician chose to explant the his bundle lead with a new rv lead in the apex. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.